Manufacturer narrative:
Performed on 05-08-2025: lot 2200913: (B)(4) items manufactured and released on 22-04-2022 expiration date: 2027-03-31. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year and 11 months, the patient came in due to instability due to laxity and the cause of the laxity is unknown. The surgeon revised the poly to provide more stability (14 to 20mm). The surgery was completed successfully.